Manufacturer narrative:
No product was returned for eval. The pt had non-union for approx 3 years after the devices were implanted. It is unk as to when the screw broke. However, pioneer surgical had evaluated this risk and had placed the following statement in the instructions for use that was supplied with this product prior to the surgeon using it on this pt: "no implant can be expected to withstand indefinitely the unsupported stress of full weight bearing. Implants can break when subjected to the increased loading associated with delayed union or non-union. Internal fixation appliances are load sharing devices which are used to obtain an alignment until normal healing occurs. If healing is delayed or does not occur, the implant may eventually break due to metal fatigue."

Event description:
Original surgery to implant the 3 level lumbar construct from l3-s1 was in 2011. Pt had revision surgery on (B)(6) 2014 due to pseudarthrosis. When the existing hardware was removed to extend the fusion to an adjacent level one of the screws at s1 were broken. The hardware was disposed of at the hosp.